Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: pain, instability device history records: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient underwent total hip procedure and was revised due to pain, swelling, instability and problems sitting following a revision. All components were removed and replaced. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation root cause analysis: root cause determination using dfmea: - fracture /damage /loosening of implant due to wrong behavior of the patient, high patient activity, patient disregards, limits of the device => possible: it can be that wrong patient behavior lead to the instability of the implanted device. - malfunctioning of the device due to wrong handling of device due to unclear information => possible: it is possible that the user did a wrong handling during the surgery (initial) which lead to the instability. - implant failure due to damaged implant due to multiple resterilization cycles => possible: it is also possible that the device was damaged due to multiple resterilization cycles. Conclusion summary: it was reported that patient underwent total hip procedure on (B)(6) 2013 and was revised on (B)(6) 2015 due to pain, swelling, instability and problems sitting following a revision. The fitmore stem was removed. As the stem was not returned for product analysis, the condition of the component is unknown. Neither x-rays, operative notes nor office visit notes were received. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. This is a split case with zimmer inc. Warsaw which was reported on (B)(4). Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
This case was reopened to include a correction: the fitmore stem was not explanted. Conclusion summary: according to the received medical records on october 03, 2017, it can be seen that the fitmore stem was intact and not removed. The biolox head (lot 2568102) which was implanted on (B)(6), 2014 was removed on (B)(6), 2015 due to pain, swelling, instability and problems sitting. The fitmore stem and the biolox head have not been returned for product analysis, the condition of the components is unknown. The event detail describes that all components were removed and replaced but in the medical records it is not visible that the stem was also revised. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. This is a split case with zimmer inc. Warsaw which was reported on (B)(4). Zimmer¿s reference number of this file is (B)(4).

Event description:
It was now reported that the stem has not been explanted during the revision surgery on (B)(6), 2015

Manufacturer narrative:
Additional information was received on october 03, 2017 and the investigation has been updated accordingly. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: it was reported that patient underwent total hip procedure and was revised due to pain, swelling, instability and problems sitting following a revision. All components were removed and replaced. Review of received data: on (B)(6) 2013 x-ray pelvis overview / right hip lateral: inconspicuous fit of the cement-free hip endoprosthesis on the right, cup is additionally fixed with a screw. No osseous structural lesions. Cup inclination angle 58 °. On (B)(6) 2013 x-ray pelvic overview / right hip lateral: compared to the preliminary examination of (B)(6) 2013 unchanged positions. On (B)(6) 2013 CT report right hip: no evidence of material defect or loosening, no major effusion, no fluid accumulation as an indication of infection, normal postoperative tissue changes. On (B)(6) 2014 x-ray pelvic overview / right hip lateral: compared to the x-ray dated (B)(6) 2013 no signs of loosening. No conspicuous osseous structural lesions. On (B)(6) 2014 x-ray right hip lateral: compared to the pre-recording dated (B)(6) 2014, a narrow "gap" at the proximal-ventral shaft area, now also comparatively dorsally recognizable. On (B)(6) 2014 x-ray examination: compared to the pre-recording of the (B)(6) 2014 unchanged cup inclination angle (approximately 58 °). Unchanged stem position, no indication of cup or stem loose ning. No conspicuous osseous structural lesions. On (B)(6) 2014 x-ray pelvic overview / right hip lateral: compared to the preliminary examination of (B)(6) 2014 unchanged stem position and pelvis position in the pelvic survey without loosening signs, no osseous structural lesions. Despite different rotation ratios in the lateral projection no striking changes of the findings. On (B)(6) 2014 x-ray right hip ap / lateral: cement-free stem in correct position. In comparison to the pre-recording on (B)(6) 2014 no indications of any stem loosening. New recognizable "gap" on the lateral stem shoulder. Cement-free cup with additional acetabular screw without indication of any loosening. No visible osseous structural lesions on the visible skeletal sections. Due to the lack of image quality, lateral projection cannot be judged concomitively. On (B)(6) 2015 x-ray pelvic overview postoperatively: compared to the pre-recording on (B)(6) 2014 femoral component unchanged, intact implant material, no occult fracture. On (B)(6) 2015 x-ray examination right pelvis: reason: pain after fall. In comparison to the preliminary examination jan 06, 2015 no detectable fractures. On (B)(6) 2015 x-ray examination right hip: status after revision right hip, the femoral component appears unchanged. On (B)(6) 2015 x-ray right hip ap / lateral: compared to the pre-recording of (B)(6) 2014 unchanged stem position without indication of loosening, status after changing of the cup with additional two-screw fixing, inclination angle approx. 46 °. No osseous structural lesions on the skeleton sections shown. Minimal narrow "gap" on the lateral and medial stem shoulder. Surgical report (B)(6) 2013: surgery: hip endoprosthesis to the right through front access due to coxarthrosis (cementless stem 12/14, trabecular cup 48mm, 6.5mm screw, ceramic head). Indication: (B)(6) year-old woman with 3 months of treatment-related complaints. Intraoperatively mentioned target of a cup position with 45 ° abduction and 15 ° anteversion. Radiologically verified position after implantation. Surgical report (B)(6) 2014: surgery: evaluation right hip in anesthesia with arthrotomy and seroma evacuation due to pain in the joint, pelvis and thigh. Indication: about 3 months ago implantation of hip endoprosthesis on the right with increasing discomfort and subjective instability. Conventional radiological and CT morphologically no evidence of malposition or dislocation. Intraoperatively no subluxation in narcosis. When the joint is opened, a significant quantity of fluid, corresponding to a seroma, can be recognized by the scar. No evidence of pus, hypertrophied capsule medial and anterior. Local debridement and removal of capsule fraction for microbiological determination. After thorough suction of the liquid, there is no indication of "shucking". Mobilizing no indication of dislocation. Acetabulum and alignment appear in good condition without evidence of material compromise. Surgical report (B)(6) 2014. Surgery: uncomplicated inlay and head changes right hip due to pain and instability indication: (B)(6) year-old female patient after hip endoprosthesis on the right (B)(6) 2013, initially it went well with mentioned episodes of instability 3 weeks after surgery. No "frank" dislocation, swelling since these episodes and pain on the right hip. Anamnestically known medical and environmental allergies, potential allergy determined after further tests on the implant of the hip endoprosthesis on the right. Due to this reaction possible development of infusion, which causes a slight instability ("the patient may be developing infusion due to this reaction, which is causing mild instability"). After appropriate discussion, consent of the patient and her family to replace the inlay for posterior stabilization of the hip and extension of the femoral head. Alternatively, a "constrained inlay" would require a cup change, possibly causing the same reaction. During surgery: posterior access to the trochanter major, detachment of the short external rotators. After opening and dislocation of the joint with removal of the head, recognizable adequate state of the "morse taper". Use a screw to remove the inlay. After placement of a posterior and posterolateral aligned inlay and +3.5 femur head reduction with adequate stability and approximately leg length compensation after reduction. Surgical report (B)(6) 2014. Operations report (B)(6). Surgery: revision of hip endoprosthesis due to complication of the hip endoprosthesis on the right with cup changes in the iliopso-pelvic impingement due to anterior cup overhang. Intraoperative findings: well-fixed femoral and acetabular component, acetabulum component in dislocation with vertical cup and neutral version with front cup overhang. Clear synovial fluid. Justification for the action: significant groin pain, clinical examination compatible with iliopsoas-tendon impingement with radiologically in the lateral view front supernatant of the cup. Significant temporary relief by diagnostic injection of the iliopsoas. Discussion of revision surgery of the hip with cup removal for the prevention of the iliopsoas impingement. Intraoperative posterior access through the existing scar, detachment of glutaeus maximus. Stem firmly fixed. Cup was then straight in neutral version with front cup overhang and also in vertical position. Using explant osteoma system, remove the cup without significant bone loss. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using dfmea: fracture /damage /loosening of implant due to wrong behavior of the patient, high patient activity, patient disregards, limits of the device possible: it can be that wrong patient behaviour lead to the instability of the implanted device. Malfunctioning of the device due to wrong handling of device due to unclear information possible: it is possible that the user did a wrong handling during the surgery (initial) which lead to the instability. Implant failure due to damaged implant due to multiple resterilization cycles possible: it is also possible that the device was damaged due to multiple resterilization cycles. Conclusion summary: it was reported that patient underwent total hip procedure on (B)(6) 2013 and was revised on (B)(6) 2015 due to pain, swelling, instability and problems sitting following a revision. This complaint is only for the removal of the fitmore stem. The removal of the head is covered in complaint (B)(4) (the head was removed on (B)(6) 2014). As the stem was not returned for product analysis, the condition of the component is unknown. The received documentation describes the following: on (B)(6) 2013 implantation of a cement-free hip endoprosthesis right through front access because of coxarthrosis. In the present postoperative x-ray examination, a steep inclination angle of about 58 °. CT-morphologically 6 weeks postoperatively, no indication of implant loosening. Because of increasing discomfort and subjective instability, the operative evaluation of the right hip in anesthesia without detection of a subluxation with arthrotomy and aspiration of a seroma took place just under 4 months after the primary implantation on (B)(6) 2014. Intraoperatively no evidence of a dislocation, no evidence of material compromising with good acetabulum status and alignment. In the following month, (B)(6) 2014, the x-ray control of the right hip shows no loosening with an unobtrusive bony structure. In the radiological follow-up control in (B)(6) 2014 stable cup and stem position. On (B)(6) 2014 documented overweight of the patient. In (B)(6) 2015 negative lymphocyte transformation test (ltt analysis) for cobalt and chromium, detectable reaction to nickel and titanium alloy components. Subsequent persistent pain and subjective instability, further allergy tests would have shown a potential allergy to the implant of the hip-joint endoprosthesis to the right. A posterior approach was made on (B)(6) 2014. Approximately 1.5 years after primary implantation, the inlay and head were changed. Intraoperatively no complications, the "morse-taper" was in an adequate condition. In the subsequent radiological control checks (B)(6) 2014 and (B)(6) 2014, the stem position and the position of the pelvis can be identified without loosening marks and inconspicuous osseous structures. On (B)(6) 2015 a revision of the hip endoprosthesis (right) was done. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. This is a split case with zimmer inc. (B)(4) which was reported on (B)(4). Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a fitmore, hip stem, uncemented, a/5, taper 12/14 on the right side on (B)(6) 2013. The patient was revised on (B)(6) 2015 due to pain, swelling, instability and problems sitting.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on may 10 ,2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with a fitmore, hip stem, uncemented, a/5, taper 12/14 on unknown side on (B)(6) 2013. The patient was revised on (B)(6) 2015 due to pain, swelling, instability and problems sitting